Event description:
The pharmacy technician reported that the reservoir of one (1) lv 250 intermate device ruptured during patient use. According to the pharmacy technician, the customer was being infused with frozen vancomycin (baxter premix 1g/200ml d5w) and near the end of infusion, the reservoir ruptured causing blood to backflow/aspirate into the tubing. There was roughly 15 ml of solution remaining in the device/bottle. The material was not in a footed shape, however, did tear. The reservoir was still attached to the post. The male patient is (B)(6), weighs (B)(6) and did not sustain injuries nor was medical intervention required. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. A follow up report will be submitted if additional information becomes available.